Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with another of same device. There was no patient complications reported.